Manufacturer narrative:
The previous report was filled in error. This customer reported that the product had a defect however the customer discovered that they had ordered the wrong product. The customer ordered a magil type endo tube where they wanted a murphy eye tube. There was no malfunction of the device. Please disregard the previous report. (B)(4). Manufacture report number: 2936999-2014-00926.

Event description:
A customer reported that an endotracheal tube (ett) had a defect. No additional information was provided. The customer did not state if there was patient involvement.

Manufacturer narrative:
The lot number was not provided by the customer; therefore, the device manufacture date is not known. (B)(4).